Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the light guide lens and outside of the plastic distal end cover and the nozzle, but the type of the material or definitive root cause cannot be determined. Olympus also confirmed a burn on the plastic distal end cover. A definitive root cause of the burn could not be determined. A presumed probably cause of the foreign material is due to the physical damage of the device. It is also unknown if the reprocessing of the device by the customer was practiced in accordance with the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Using endotherapy accessories. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colono videoscope exhibited foreign material inside the light guide lens, plastic distal end cover, channel tube and nozzle. In addition, there was a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.